Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia inguinal, hyperthyroidism, breast cyst, varicose vein, epistaxis, polyp, endometrial hyperplasia and menses irregular. Concomitant products included nadolol and thiamazole (tapazole). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding vaginal"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), autoimmune hypothyroidism ("type of autoimmune diagnosed: hypothyroid"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), migraine ("migraine"), alopecia ("hair loss") and gastrointestinal disorder ("gi conditions") and underwent large intestinal polypectomy ("pallop removal from colon"). The patient was treated with surgery hysterectomy (full),salpingectomy (bilateral), oophorectomy(unilateral). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and menorrhagia had resolved and the autoimmune hypothyroidism, psychological trauma, urinary tract infection, migraine, alopecia, gastrointestinal disorder, large intestinal polypectomy and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune hypothyroidism, dysmenorrhoea, gastrointestinal disorder, large intestinal polypectomy, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she had received treatment for pain, bleeding, urinary tract infection and other injuries/symptom. The left tube, there were five coils present in the uterus. In the right tube, there were three coils present in the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: essure confirmation test (unspecified). Result - bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorhagia . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jul-2020: quality-safety evaluation of ptc . Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia inguinal, hyperthyroidism, breast cyst, varicose vein, epistaxis, polyp, endometrial hyperplasia and menses irregular. Concomitant products included nadolol and thiamazole (tapazole). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding vaginal"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), autoimmune hypothyroidism ("type of autoimmune diagnosed: hypothyroid"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), migraine ("migraine"), alopecia ("hair loss") and gastrointestinal disorder ("gi conditions") and underwent large intestinal polypectomy ("pallop removal from colon"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral), oophorectomy(unilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and menorrhagia had resolved and the autoimmune hypothyroidism, psychological trauma, urinary tract infection, migraine, alopecia, gastrointestinal disorder, large intestinal polypectomy and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune hypothyroidism, dysmenorrhoea, gastrointestinal disorder, large intestinal polypectomy, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she had received treatment for pain, bleeding, urinary tract infection and other injuries/symptom. The left tube, there were five coils present in the uterus. In the right tube, there were three coils present in the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2004: essure confirmation test (unspecified). Result bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorhagia. Most recent follow-up information incorporated above includes: on 31-dec-2019: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product information details updated. Other relevant history and lab data updated. Event: abnormal bleeding vaginal was newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypothyroidism ("type of autoimmune diagnosed: hypothyroid"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), migraine ("migraine"), alopecia ("hair loss") and gastrointestinal disorder ("gi conditions") and underwent large intestinal polypectomy ("pallop removal from colon"). The patient was treated with surgery (essure removed by hysterectomy (full),salpingectomy (bilateral), oophorectomy(unilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and menorrhagia had resolved and the hypothyroidism, psychological trauma, urinary tract infection, migraine, alopecia, gastrointestinal disorder and large intestinal polypectomy outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, gastrointestinal disorder, hypothyroidism, large intestinal polypectomy, menorrhagia, migraine, pelvic pain, psychological trauma and urinary tract infection to be related to essure (ess205). The reporter commented: she had received treatment for pain, bleeding, urinary tract infection and other injuries/symptom. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2004: essure confirmation test (unspecified). Result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-oct-2019: pfs received: event injury nos replaced with event pelvic pain, dysmenorrhea (cramping), abdominal pain, menorrhagia (heavy menstrual bleeding), type of autoimmune diagnosed: hypothyroid, psych injury, urinary tract infection, migraine, hair loss, gi conditions and pallop removal from colon. Patient demographic details, reporter and product information was added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.